Event description:
It was initially reported that the patient experienced a loss of therapeutic effect with not being able to adjust stimulation and the amplitude was at 0 volts. In follow up reporting, it was noted that the health care provider interrogated the device about 10 days previous and changed nothing as far as her settings. The patient came back to see the healthcare provider for emg and botox injections in the neck 1 week ago (no cautery of any type done) and these went well. They were nowhere near her wires or battery. The patient called the healthcare provider this week to say that her r body had turned off (when she brought the pt programmer to her chest, it had read 0 v, and could not be increased or decreased). She had not made any changes to her parameters, and the hcp had not either. When they saw her 10 days ago, her programming gave her the ability to turn off and increase up to 0.4 v, and this remained the same. A por (power on reset) was noted. The cause of the event was unknown. There were no abnormal impedance measurements. Patient signs/symptoms was noted as none. Right vim was unaffected and they were able to re-program back to usual settings without difficulty. The patient had good therapy.

Manufacturer narrative:
(B)(4).